Event description:
It was reported that during screwing, the implant internal hex disappeared, impossible to remove it. Use of a removal instrument. Procedure not completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided . D1: brand name unknown / not provided . D4: lot/serial # unknown / not provided . D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. G4: PMA/510(k) number unknown / not provided . H4: device manufacturer date unknown / not provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) bost585, (3i t3 non-platform switched tapered implant 5 x 8.5mm) for evaluation. Zimvie did not receive one (1) unknown biomet driver. A visual evaluation was performed, and damage to the implant was identified. The implants drive feature was damaged. This complaint refers to the unknown biomet driver. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet driver is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00181-haz, the most likely root cause determined from the investigation was missing or confusing instructions for use, the clinician attempts to place driver into incompatible product, or the driver unable to retain product. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.